Event description:
Customer reported amiodarone infusion ran faster than expected. Infusion expected to last six hours, instead infused in one hour. There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.